Manufacturer narrative:
Additional information was added to d1: brand name, d4: catalogue #, d4: unique identifier (UDI) #, d9, h3, g1, g4: PMA/510k # or bla #, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. There were no alarms during the machine testing of the sample. The reported alarm was not duplicated. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home: 1900 n highway 201, mountain home ar 72653, united states. Vantive healthcare - dominican republic: carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown phase of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. There was fluid on the floor. Renal therapy services assisted the patient to remove the cassette and end therapy. The patient would use manual supplies to drain manually. Proper procedures per the user manual was reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.